Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The lesion being treated was located in the saphenous vein graft (svg) to the first diagonal (dx). The lesion was predilated with a 2.50x12mm non-bsc balloon. The physician attempted to place a 2.75x18mm non-bsc stent, but was unable to cross the lesion. Then attempted to pass with the 2.50x12mm taxus express2 drug eluting stent, but was also unable to cross the lesion. When the physician pulled the taxus stent back, resistance was felt. The stent delivery system was removed everything together. Upon removal from patient's body, the physician noted that taxus stent was no longer on the delivery balloon. The physician was unable to locate the stent in the patient's body. He assumes that the stent lodged distally in the pt's leg. The procedure was completed with a 2.75x13mm non-bsc stent in the mid lesion and a 3.0x13mm non-bsc stent in the ostial lesion. Patient status reported as "doing well". Additional information was requested, but not provided.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.